Manufacturer narrative:
(B)(4). Additional information: the patient passed away on an unreported date in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized until or up to the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing until the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.